Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that there was loss of efficiency of suction during the aspiration phase of a surgical procedure. Additional information has been requested.

Manufacturer narrative:
The system was examined. The company representative was unable to find any issues related to the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 29, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that there was loss of efficiency of suction during the aspiration phase of a surgical procedure. It was a surgeon sensation. The calibration test was performed successfully. There was no patient harm. Additional information has been requested and received.